Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with screen damage. Customer's complaint of fails accuracy +7.5% was not verified. The event log shows two ten milliliter and one twenty milliliter bolus tests were performed prior to pumps return to smiths. Service trimmed the expulsor to bring the device more into nominal range of the specification. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy +7.5% and screen damage. No reported adverse effects.

Manufacturer narrative:
Additional information received on 18 december 2018 indicating the event date and that there was no patient involved in the reported event.